Event description:
A surgeon reported that intraocular lens was implanted procedure the patient experienced blurry vision, nauseous and poor subjective vision halos night vision. The iol was exchanged in a secondary procedure. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. (B)(4).